Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm dropping out of haptics during cuts. Mps reported arm kept dropping out of haptics during last two cuts. They would pull trigger to get in alignment then when going to cut the elbow drops and they are unable to cut.

Manufacturer narrative:
Reported event mps reported arm dropping out of haptics during cuts. Mps reported arm kept dropping out of haptics during last two cuts. They would pull trigger to get in alignment then when going to cut the elbow drops and they are unable to cut. Method & results product evaluation and results: the field service engineer reported: problem reproduced: yes. Troubleshooting notes: none. Work performed: action taken - performed gravity test for all 3 applications. Gravity seems to be much better and mps was ok with resolution. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Device history review : a review of device history records shows that rob225 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob225 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm dropping out of haptics during cuts. Mps reported arm kept dropping out of haptics during last two cuts. They would pull trigger to get in alignment then when going to cut the elbow drops and they are unable to cut.